Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 551 mg/dl, which was treated with a bolus delivery. Customer had symptoms of dry mouth and frequent urination. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer declined to check for site issues, declined to check settings and declined high pressure test due to not having time. Customer reported that set is worn for four to five days. Customer was advised to contact healthcare professional regarding duration of time that infusion set is worn.